Manufacturer narrative:
(B)(4): the customer reported that after running the self test, they checked the error log and found error 90009. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that after running the self test, they checked the error log and found error 90009.